Event description:
It was reported that a minimum fill notification occurred during the load sequence. The customer was unable to finish troubleshooting with tandem technical support but they loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 237 mg/dl.